Manufacturer narrative:
The history of gi bleed is reported under MFR# 2916596-2020-01924. The thrombus from (B)(6) 2020 is reference under MFR# 2916596-2020-00734. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired in hospice due to outflow graft thrombus. Additional information states that patient was not on any coagulation at the time due to history of gi bleeds. Patient had a computed tomography (CT) angiography on (B)(6) 2020 revealing progressive increase in volume of outflow cannula thrombus, in conjunction with family decision was made to place patient on hospice, rather than purse aggressive measures. The device operated as expected and it will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events (outflow graft thrombus, patient outcome) and heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation. The reported thrombus could not be confirmed through this evaluation as the device was not returned and no images depicting the thrombus were provided. The center reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the recommended anticoagulation therapy and inr range. This section outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.